Event description:
It was reported that the customer was in a bad accident and his insulin pump was damaged and not functioning anymore. The mother stated that she is unsure the readings but knows was very high. The customer was vomiting and taking into the intensive care unit with diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window and case, cracked case at display window corners, reservoir tube lip and battery tube threads and broken belt clip slot.